Manufacturer narrative:
The lot number was not provided, and therefore, a lot history review could not be performed. The device has been returned for evaluation and a photo was provided; the evaluation identified a leak. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no patient injury. The patient was a 64 year old female that weighed 62 kgs.

Manufacturer narrative:
H10: the lot number was not provided, and therefore, a lot history review could not be performed. The device has been returned for evaluation and 3 photos has been provided; the evaluation confirmed fluid leak. After further evaluation of the device and photos, trending device code has been updated (1250 - fluid leak without embolization, 1260 - fracture, and 1170 - material discolored). Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11: h6 (device code: 1250 - fluid leak without embolization, 1260 - fracture, and 1170 - material discolored). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no patient injury. The patient was a 64 year old female that weighed 62 kgs.

Manufacturer narrative:
The device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 1806060j implantable port allegedly experienced a fluid leak. This information was received from one source. This malfunction involved one patient with no patient injury. The patient was a (B)(6) year old female that weighed (B)(6) kgs.